Event description:
Caller alleged discrepant results (accuracy) comparison of inratio test compared with lab. Results as follows: date: 2009, inratio: 2.0, lab: 1.0; the following day, 3.2, 2.36.

Manufacturer narrative:
On april 21, 2009: discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2009, inratio 2.0, lab: 1.0, mean: 1.50, confidence-limits: 1.1-1.9; the following day, 3.2, 2.36, 2.00, 1.8-4.2. Two therapeutic donors. The allowable difference between the inratio inr's and sysmex inr's are calculated. At least two out of three replicates for both samples for lot (080584a) are within the allowable bias. All meet the above criteria. No further action is required. No product deficiency produced. No corrective action is required as no product deficiency was established. Product is not expected to return. No further investigation is required at this time.